Event description:
It was reported the inner tip broke off. No patient injury reported.

Manufacturer narrative:
Per notice from decontamination site, the sample condition does not allow for further shipment. The photo of the sample was sent to investigation site for device evaluation. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The root cause was unable to be determined. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.